Manufacturer narrative:
The complaint is under investigation.in case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during ppv procedure, after opening a ppv vitrectomy pack and clamping the cassette on the pump interface, the system would start priming but then display on screen the warning error of pum83 self test error: backflush blockage detected. After opening another cassette pack the same error was observed. The sales representative responded to their technical queries and could not resolve this error after checking hp air supply and repeatedly attempting repriming the system with different tubing and cassette / waste bag options. The system is currently not cleared to be used for surgeries. There was no report that actual patient harm was reported. However due to the reported event it was decided to abort the procedure.

Manufacturer narrative:
In regard to this complaint, logfiles and pictures were provided for review and a pump module was provided for investigation. Review of the logfiles confirmed the occurrence of the reported pum83 error message. Visual inspection of the returned module revealed that the front plate is damaged, and functional inspection revealed a defective pneumatic valve inside the module. Due to the defective valve, the module could not pass priming and the eva surgical system was triggered to display the reported error message on the screen. Based on investigation results, it was determined that the reported complaint is attributable to a component failure of a pneumatic valve inside the pump module. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. As corrective action all 5 valves will be replaced during a repair related to a defective valve. This prevents the failure of another valve within a short period after repair. All similar incidents related to the eva surgical system are included in the analysis (pu-pneu-valve). Since 2021 more than 850,000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during ppv procedure, after opening a ppv vitrectomy pack and clamping the cassette on the pump interface, the system would start priming but then display on screen the warning error of pum83 self test error: backflush blockage detected. After opening another cassette pack, the same error was observed. The sales representative responded to their technical queries and could not resolve this error after checking hp air supply and repeatedly attempting repriming the system with different tubing and cassette / waste bag options. The system is currently not cleared to be used for surgeries. There was no report that actual patient harm was reported. However, due to the reported event it was decided to abort the procedure.

Manufacturer narrative:
In regard to this complaint the replacement and return of the module is pending the financial process of the hospital. Because of this it has been decided to close the case and re-open it when the module has been returned and received.trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.at this moment no corrective or preventive actions will be implemented as a result of this incident.all similar incidents related to the eva surgical system are included in the analysis (pu-pum83). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that a pum83 error message will not always lead to a delayed surgery.

Event description:
We have been informed that during ppv procedure, after opening a ppv vitrectomy pack and clamping the cassette on the pump interface, the system would start priming but then display on screen the warning error of pum83 self test error: backflush blockage detected. After opening another cassette pack the same error was observed. The sales representative responded to their technical queries and could not resolve this error after checking hp air supply and repeatedly attempting repriming the system with different tubing and cassette / waste bag options. The system is currently not cleared to be used for surgeries. There was no report that actual patient harm was reported. However due to the reported event it was decided to abort the procedure.